Event description:
It was reported the insulin pump alarmed motor error during prime. Customer's blood glucose was 236 mg/dl. The device was not exposed to high magnetic field. Customer was able to fill the tube manually. Customer was advised to do a complete set change and fill cannula, device alarmed. Alarm has occurred four times in the last month. Motor position encoder error alarm was noted in the alarm history. No further info reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Also the insulin pump has a47 alarms due to a corrupted history file. Unable to confirm e70 alarms due to erased history file. The motor passed the motor test. The insulin pump has cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.